Event description:
Procedure: hernia. According to the rptr: the pt underwent an incisional hernia repair on (B)(6) 2011, in which a non covidien mesh was used. Following implant, the pt suffered ongoing and severe pain and discomfort. On (B)(6) 2012, pt underwent surgery to repair and replace the non covidien mesh with parietex mesh. (B)(4). Following the second procedure, the pt continued to suffer from pain, and also fever and vomiting, and on (B)(6) 2012, the pt was admitted to the hospital for an incision and drainage of an abdominal wall abcess. Thereafter, the pt was managed with drainage, antibiotics and home health care. On (B)(6) 2012, the pt underwent a third procedure to repair the non covidien mesh which had extended into the pts upper abdomen and could not be removed. During that same surgery, the parietex mesh was identified and only a portion could be removed. For the following four months, the pt had a wound vac in place and underwent extensive and wound care. The pt suffered from continued pain which required another surgical intervention on (B)(6) 2012, for a repair of a recurrent incisional hernia, excision of previously implanted mesh and implantation of new mesh. The new mesh implanted was also parietex mesh. (B)(4). The pt was recently referred for a complete abdominal wall reconstruction, given the multiple complications and infections she has suffered as a result of the synthetic mesh products.

Manufacturer narrative:
(B)(4).